Manufacturer narrative:
The field service engineer cleaned and checked the system. Precision studies were performed and were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tacrolimus on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a value of > 40 ug/l. The sample was diluted 1:3 and repeated, resulting with a value of < 0.5 ug/l. The sample was diluted 1:2 and repeated, resulting with a value of < 0.5 ug/l. The sample was repeated again, resulting with a value of < 0.5 ug/l. The tacrolimus reagent lot number was 402424. The reagent expiration date was requested, but not provided.